Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required medical intervention by an emergency medical specialist due to low blood glucose. The blood glucose reading at the time of intervention was 38 mg/dl. The customer was treated at the scene and was not taken to any facility. The significant event leading to the incident was high blood glucose; the customer stated the perceived cause of the low blood glucose event was that he had delivered too much insulin while trying to treat high blood glucose with manual injection. At the time of the call, one month later from the medical intervention, the customer reported high blood glucose levels. The blood glucose reading was at least 382 mg/dl, and the customer treated using the insulin pump. Additionally, the customer reported an issue that occurred in (B)(6) for a lost sensor alert but was unable to perform troubleshoot because this was a past event. Nothing further reported.